Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. (B)(4).

Event description:
The following was reported to gore: four days post op the gore® viabahn® endoprosthesis occluded. It was reported that the left kidney function was lost as the confirmation of the complete occlusion was delayed. Reintervention was not performed as no functional recovery was expected.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: combination product.